Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error alarms noted during testing however, the downloaded history files confirmed hardware low level failures alarm (variable 3) is found in the downloaded history files due to broken pin 6 (sda) trace at on the keypad assembly. No pump error alarms are found in the downloaded trace files.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error hardware low level failures and software error detected. Customer blood glucose level was 150 mg/dl. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Trouble shooting was performed and self-test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.